Event description:
It was reported that this right atrial (ra) lead exhibited oversensing, high capture threshold measurements and impedance issues. The lead was surgically abandoned and replaced. No adverse patient effects were reported.